Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia. It was reported that after implant, the patient experienced infection, necrotic soupy fat, chronic pain and surgical wound seroma. Post-operative patient treatment included revision surgery, removed all the dead or necrotic or indurated appearing fat using sharp excisional debridement and wound exploration.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia. It was reported that after implant, the patient experienced infection, necrotic soupy fat, chronic pain. Post-operative patient treatment included revision surgery, removed all the dead or necrotic or indurated appearing fat using sharp excisional debridement and wound exploration.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was ­­­­­­­­­incarcerated incisional hernia and the postoperative diagnosis was incarcerated incisional hernias containing viable and ischemic omentum. The procedure performed was inlay mesh repair of incarcerated incisional hernias. The patient has had a surgical revision, chronic pain, infection.